Manufacturer narrative:
On (B)(6) 2021, mentor became aware of patient's serial number (B)(6), was provided. A manufacturing record evaluation (mre) was performed for lot 5967013, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 375cc mentor smooth round spectrum breast implant experienced left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
On april 22, 2021, mentor became aware that patient was replaced with a 425cc mentor smooth round spectrum. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).